Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited loss of capture, low pacing impedance, and inconsistent sensing. Chest x-ray and echocardiogram confirmed the lp was in position with abnormal movement suggesting micro-dislodgement. The lp was explanted and replaced with a transvenous pacemaker. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of a failure to capture, low impedance, a sensing problem, and device dislodgment, could not be confirmed the leadless pacemaker was returned for analysis. Visual inspection of the device found the helix was compressed out of specification. The helix compression is consistent with having occurred during procedure. Analysis performed, including impedance measurements, output verification, sensing test, found no anomaly contributing to reported events of impedance problem, capturing problem, or sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.